Event description:
It was reported that the right ventricular lead has had high and varying impedances. The lead remains in use and will be monitored every three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.